Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent was damaged and moved on the balloon. The 85% stenosed target lesion was located in a severely tortuous and severely calcified proximal left anterior descending artery (lad). After predilation with a 2.5x20mm non-bsc balloon catheter, a 3.50 x 38 synergy¿ drug eluting stent (des) was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent strut was "fired" and moved to the tip area. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous, mr, 3.5x38mm stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent was damaged some struts pulled and stretched in s distal direction over the distal tip. No visible damage to the proximal end struts. The od (outer diameter) of the undamaged proximal stent end was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found multiple kinks along the full catheter length. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent was damaged and moved on the balloon. The 85% stenosed target lesion was located in a severely tortuous and severely calcified proximal left anterior descending artery (lad). After predilation with a 2.5x20mm non-bsc balloon catheter, a 3.50 x 38 synergy¿ drug eluting stent (des) was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent strut was "fired" and moved to the tip area. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.